Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, plaque shifting occurred. The 90% stenosed target lesion located in the mid left anterior descending (lad) was 10.0mm long with a 3.5mm reference vessel diameter. The lesion was treated with predilation and placement of a 3.50x12 taxus express2 study stent with 0% residual stenosis. During the index procedure, the site reported that "plaque shifting to the diagonal branch" in a 20.0 mm long non-target lesion had occurred. The event was treated with balloon angioplasty. The patient was discharged 1 day later on aspirin and clopidogrel.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.